Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: d1, d2, d3, d4, g4-510k: this report is for an unknown cage/spacers: t-pal/unknown lot. Part and lot number are unknown. Without the specific part number; the UDI number and 510-k number is unknown. D9: complainant part is not expected to be returned for manufacturer review/investigation. E3: reporter is a j&j employee. H3, h4, h6: without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is being filed after the review of a clinical evaluation report (cer) from a related research activity database (ddra) from a spine tango registry on (B)(6), 2023 with a total of 118 patients (121 procedures; 41 males and 80 females; mean age of 59.6 years) who were operated with depuy synthes tpal peek implant. This impacted product captures the following postoperative complications at follow-up: 1 patient had sensory dysfunction. 1 patient had bowel/bladder dysfunction. 1 patient had reoperation due to instability. 1 patient had reoperation due to adjacent segment pathology. 2 patients had reoperation due to wound healing problem. 2 patients had reoperation due to unspecified other reasons. This is for unknown synthes t-pal peek implant. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H11 additional narrative: added: b5, h6. Recaptured codes on h6. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Additional information received: this report is being filed after the review of a clinical evaluation report (cer) from a related research activity database (ddra) from a spine tango registry between march 21, 2011 to may 22, 2025 with a total of 141 patients (144 procedures; 45 males and 99 females; mean age of 58.8 years) who were operated with depuy synthes tpal peek implant. The complications as per ICD 9 & 10 categorization identified in premier healthcare database were reported as follows: intra-operative general and surgical complications: 1 patient had anaesthesiological intraoperative general complication. 1 patient had pulmonary intraoperative general complication. 11 patients had dural lesion intraoperative surgical complication. 2 patients had fracture vertebral structures intraoperative surgical complication. 1 patient had nerve root damage intraoperative surgical complication. 1 patient had an unspecified intraoperative surgical complication. Post-operative general and surgical complications before discharge: 1 patient had cerebral general postoperative complication. 1 patient had unspecified general postoperative complication. 1 patient had pulmonary general postoperative complication. 1 patient had unspecified surgical postoperative complication. 2 patients had other hematoma surgical postoperative complication. 1 patient had sensory dysfunction surgical postoperative complication. 2 patients had wound infection deep surgical postoperative complication. 1 patient had wound infection superficial surgical postoperative complication. Postoperative surgery follow-up complications: 1 patient had bowel/bladder dysfunction. 1 patient had sensory dysfunction. 2 patients had reoperation due to adjacent segment pathology. 2 patients had reoperation due to instability. 2 patients had reoperation due to wound healing problem. 1 patient had reoperation due to neurocompression. 1 patient had reoperation due to spinal imbalance. 2 patients had reoperation due to non-union. 1 patient had reoperation due to implant malposition. 2 patients had reoperation due to unspecified other reasons. 5 patients had reoperation due to unknown reasons. This is for unknown synthes t-pal peek implant.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: h.6. Component codes: most relevant component code is g07002 (appropriate term/code not available) to capture no findings available due to no product returned. Investigation summary: product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.